Event description:
It was reported that a spectrum pump took "27 hours to infuse a treatment (chemotherapy) that should take 24 hours (medication, programmed amount and delivery rate unknown) in the outpatient chemotherapy clinic. The device was tested per the baxter preventative maintenance procedure and performed as expected. It is the units policy to directly connect IV tubing hub to the IV access hub for 24 hour chemotherapy infusions. Several types of venous access devices are used: picclines, mediports, pheresis catheters with various sizes. All chemotherapy is infused as a primary infusion. It was also reported there was no patient injury. Additional information was provided by the customer regarding clinical products that are used in daily clinical products that are used in daily clinical practice: baxter clearlink IV sets, dehp/non dehp IV tubing which is chemotherapy specific and 0.2 micron filters which are chemotherapy specific as well.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Manufacturer narrative:
Baxter received and evaluated the device. The device was found in specification in relation to the reported underinfusion, which was not reproduced. The reported underinfusion could not be confirmed through the history log. Evaluation ran the device at multiple flow rates and volumes with a standard IV set and the device passed all testing. No component could be identified for causality. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2015-07174 can be removed from the FDA database.